Manufacturer narrative:
The unit was received with the upper and lower handles being out of adjustment. Both shock cushions were worn and needed to be replaced; the unit was also received without the standard adaptor, the tri-star adaptor, and the center adaptor. General maintenance and cleaning required. The device exceeded its expected life of 7 years. The complaint was confirmed. The root cause was unknown, however the most likely reason was wear and tear.

Event description:
An account manager reported on behalf of the customer that on unspecified date, an a1059 mayfield modified skull clamp had a little movement in the c arm when it was in the lock position. This was discovered during a routine check of the device. Additional information received on 24jun2019 indicated that there were no adverse event reported with the skull clamp.